Event description:
It was reported that customer experienced continuous glucose monitor error message and had recently changed to new sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not return, and proceeded with starting new sensor with no further assistance needed.